Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken missing broken part. Unable to confirm customer received sensor damage due to cust returned opened/used. Unable to confirm adhesive anomaly to opened/used sensor.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 60 and blood glucose was 358 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced.